Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced phrenic and diaphragmatic nerve stimulation. The left ventricular (lv) lead pacing amplitude was reprogrammed and the patient's medication was increased. The lv lead remains in use. No further patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.